Manufacturer narrative:
The test strips were received for investigation. Sections d9 and h3 were updated. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. The results from the investigation determined the returned strips had been exposed to extreme humidity or moisture which caused the questionable results observed by the customer. The manufacturing area is temperature and humidity controlled to prevent exposing the product to excessive heat or humidity; therefore the strips were exposed outside of roche control. Product labeling states: use the test strips at temperatures between 61¿95 °f (16¿35 °c). Use the test strips between 10¿80 % relative humidity. Humidity. Is the amount of dampness in the air. Store the test strips at temperatures between 39¿86 °f (4¿30 °c). Do not freeze. Close the container tightly immediately after removing a test strip to protect the test strips from humidity.

Event description:
The initial reporter complained of a discrepant high glucose result for 1 patient tested on accu-chek inform ii meter serial number unknown compared to the laboratory. The customer has 2 inform ii meters with serial numbers (B)(4); it is not known which one produced the glucose result in question. The result from the meter was 137 mg/dl. The result from the laboratory from a sample collected within 15 minutes was 90 mg/dl.

Manufacturer narrative:
Qc was run on both of the customer¿s meters and the results were within range, however, the qc results from the strip vial used for the glucose result in question were higher than the qc results from a different vial with the same lot number. The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.